Event description:
It was reported that lead dislodgement occurred two times, and repositioning was required. The lead would not fix to the tissue during the second reposition attempt, so was explanted. No patient complications were reported as a result of this event.